Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) presented visible blood, loss of aspiration and difficult to irrigate issues. Sheath was prepped on the sterile table including flushing and testing the deflection. Then used for transseptal puncture with versa cross connect and there were no issues. Non-bsc catheter was inserted into faradrive and the doctor aspirated and flushed immediately after insertion. Doctor completed pre-map of the left atrium and then removed the non-bsc device. Doctor attempted to aspirate sheath after removal of the catheter, but it would not aspirate at all. The doctor checked ice to see if there was a visible clot at the end of the faradrive and none was observed. Due to concern about clot occluding the sheath lumen, the doctor pulled the sheath back into the right atrium and again attempted to aspirate and was still unable to. The tech attempted to aspirate the sheath by pushing a dilator just inside the valve past the side port and was able to aspirate without resistance. Multiple minutes had already passed with blood sitting stagnant inside the sheath, so the doctor gave protamine and removed the sheath from the patient. Upon removal of the sheath from the patient, the tech performed testing on the table. The sheath could not be aspirated through the side port. The sheath was easily able to be flushed through the side port. After flushing the sheath, the sheath could still not be aspirated. The procedure was cancelled with the patient under general anesthesia. No patient complications occurred. The sheath is expected to be returned.

Manufacturer narrative:
The device was returned to boston scientific for analysis. No abnormalities or defects were found on the exterior of the sheath. Leak and aspiration performance testing the returned sheath observed the device failed to seal pressure and fluid within the sheath. Inspection of the hemostatic valves found the internal valve torn on the inner faces by the center slit, compromising the valve's ability to seal pressure and fluid within the sheath.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) presented visible blood, loss of aspiration and difficult to irrigate issues. Sheath was prepped on the sterile table including flushing and testing the deflection. Then used for transseptal puncture with versa cross connect and there were no issues. Non-bsc catheter was inserted into faradrive and the doctor aspirated and flushed immediately after insertion. Doctor completed pre-map of the left atrium and then removed the non-bsc device. Doctor attempted to aspirate sheath after removal of the catheter, but it would not aspirate at all. The doctor checked ice to see if there was a visible clot at the end of the faradrive and none was observed. Due to concern about clot occluding the sheath lumen, the doctor pulled the sheath back into the right atrium and again attempted to aspirate and was still unable to. The tech attempted to aspirate the sheath by pushing a dilator just inside the valve past the side port and was able to aspirate without resistance. Multiple minutes had already passed with blood sitting stagnant inside the sheath, so the doctor gave protamine and removed the sheath from the patient. Upon removal of the sheath from the patient, the tech performed testing on the table. The sheath could not be aspirated through the side port. The sheath was easily able to be flushed through the side port. After flushing the sheath, the sheath could still not be aspirated. The procedure was cancelled with the patient under general anesthesia. No patient complications occurred. The sheath is expected to be returned.